Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to protruded/loose drive support disk. The insulin pump received with cracked battery tube threads, reservoir tube lip and scratched lcd window.

Event description:
The customer reported that he was attempting to reload his insulin when the pump alarmed. During the manual prime process, insulin squirted out. The blood glucose reading at the time of the event was 121 mg/dl. During troubleshooting, the customer detected that the drive support cap was sticking out. The customer stated that he did not recall pressing the cap while connecting prior to the incident. He was advised to discontinue use of the pump. No further information was provided.